Event description:
It was reported that the images on the 9800 system were off center and the collimator was visible in the image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was adjusted and the beam was aligned during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare.